Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2012; w1tr03 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing and far field r-wave (ffrw) oversensing were noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.